Event description:
It was reported that the bd microlance¿ 3 needle detached from syringe. The following information was provided by the initial reporter, translated from french to english: at the time of application, the needle is detached from the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304000 and lot number 210827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained; however, the retained samples did not show any sign of defect. Upon assembling the retained needle samples onto the syringe tips with a slightly rotational movement, all of the samples displayed a good fit with no signs of leakage observed. Based on the investigation results, an exact cause related to the needle manufacturing process cannot be determined at this time.

Event description:
It was reported that the bd microlance¿ 3 needle detached from syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of application, the needle is detached from the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.